Event description:
It was reported that when using the bd pyxis¿ es server, multiple station displayed a critical override. Customer stated that some patients had been discharged, but their details were still showing in the pyxis. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the displayed a critical override. A technical support specialist (tss) started optimization work on the customer system by adjusting database sizing, performing reindexing, and setting appropriate growth configurations. Identified that purge, selection, and deletion were disabled, and re-enabled deletion due to approximately 12 million rows in the purge queue. Observed the application server consistently reaching 100% cpu and ram utilization, impacting overall performance. Initiated database maintenance by running backups (oltp and reporting), performing log and full backups, and shrinking databases and freeing drive space. Then, the tss updated sync logic by redistributing devices from the main application server to sync servers, ensuring fewer than 100 devices remained on the application server. Following these changes, reindexing of dsserveroltp and sync server reassignment were completed, resulting in recovered disk space on the db server and that issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.